Event description:
A complaint stated that the glucometer elite system provided a blood glucose result of "lo" (less than 20 mg/dl). A repeat test done immediately after the "lo" result gave a result of 5.7 mmol/l or 103 mg/dl. The difference could be clinically significant. While on the phone a review of the operation of the system was conducted. The customer was unaware when the meter began to read results in mmol/l rather than mg/dl. The units of measure were changed. Electronic checks were satisfactory.